Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by stomach pain and a fever. The patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient received unspecified medications (doses and frequencies not reported) for peritonitis. The patient was recovering from the peritonitis event and was discharged from the hospital 43 days after admission. Extraneal therapy was ongoing at the time of report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.